Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a laparoscopic roux en y procedure in which a non-absorbable barbed suture was used to close peterson¿s space and the mesenteric defect. On (B)(6) 2024, the patient was represented with bowel obstruction. Upon returning to the operating room, it was found that the suture tail was protruding from the mesentery and related adhesions were creating the bowel obstruction. A resection was performed and the tail of the device cut flush again with the tissue or mesentery. Bowel obstruction was presented again on (B)(6), with the same issue of tail adhesions and entangled bowel. The same procedure was performed to resolve the issue. On (B)(6) 2025, abdominal pain was observed. On laparoscopy, it was discovered that there were further adhesions. The remaining suture was then removed. It was noted that the patient was admitted to the intensive care unit for a night on each procedure. Additionally, the patient lost over 60 kilograms over the past three years.